Event description:
It was reported that during the implant procedure the device was attempted to be implanted but no screw was visible during connection of the leads. Since the device could not be adequately connected the device was removed and another device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).